Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that the catheter leaked from the connector (gray part). A new device was used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking from the connector is confirmed; however, the root cause is unknown. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal connector piece was returned separate from the catheter, which was returned on the cannula of the proximal connector piece. Mechanical damage was observed on the gray plastic portion of both sides of both connector pieces. The proximal connector piece with the attached catheter was flushed and pressurized with a 12 ml syringe of water and no leaks were found. Once the catheter and connector pieces were assembled, the assembly was pressurized and the catheter almost immediately detached from the connector. The distal connector piece was bisected, and the internal compression sleeve which locks the catheter onto the cannula of the proximal connector piece when the connector pieces are assembled was found to be completely missing. While the leakage from the connector appears to have been caused by a missing compression sleeve, it was not possible to determine when or where the compression sleeve went missing. Therefore, the cause of the alleged leaking is unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter leaked from the connector (gray part). A new device was used.